Event description:
Report received of an epidural catheter shearing. The epidural needle and catheter were inserted and a steroid medication was injected without difficulty. When the physician removed the catheter and needle, the catheter sheared. The staff compared the length of the used catheter with a new identical catheter. They estimate approximately three inches of the catheter remain in the epidural space. An x-ray was taken which confirmed placement of the piece. Due to their clinical diagnosis, the pt is seeing a neurosurgeon for a lampinectomy consult. At the time of the laminectomy, they will possibly remove the catheter piece. Report received of the "patient is doing fine." Additional patient information was requested, but no further information was available.